Event description:
Implant loss customer reported: external: during a dental hygiene visit, loosening of the crown was noted; the patient came to see us¿the implant abutment screw was loose, the crown was stuck; when attempting to remove it, the implant came loose; the implant in region 24 appears normal.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.